Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot#: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the nim system was setup for 2ch parotid, per usual procedure, placed against a wall, approximately 2m from the navigation system, 2m from side emitter, plugged directly into a single outlet. After identifying interference between the nim and navigation system, the side emitter was kept switched off by switching the toggle off from the touch screen emitter menu. When the surgical team requested, the side emitter was switched back on to take navigation measurements then switched off. The surgeon was concerned that there may have been interference that may have led to inadequate nerve monitoring as at the end of the procedure there was a suspected facial nerve injury. The unknown extent/range and inability to view the interference on nim monitor or navigation screen, (except by tapping the electrode site) was also troubling for the surgeon. The interface was initially placed on the same side of the patient's head as the side emitter, within 30cm of it, it was then moved to the opposite bedside and further from the head. When the side emitter of the navigation system was active, the patient interface monitoring appeared to be silenced without any interference detected on the nim or the navigation system. The silencing effect was detected by tap tests on the electrode surface leading to no monitoring spike on the nim. Intervention was performed, lateral skull base surgery with nerve monitoring and image-guided navigation. The procedure was delayed for about 1 hour or longer. The event occurred post-incision of cranial resection. Em side emitter was kept disabled throughout, only activated briefly to take measurements. The procedure was completed with the reported product(s). On follow up, it was stated that there were no error message, or artifact/noise displayed on nim 3.0, no malfunction was seen either. Only a lack of responses when testing electrodes with manual tap test. Troubleshooting was done to resolve the issue: electrodes were reconnected, nim was restarted, all cables were checked for damage, distance to cautery was checked, muting probe was checked. Interference resolved immediately when em side emitter was paused. Baseline (with event capture off) was checked and appeared to be normal varying slightly between 2uv-5uv. Nerve function monitored throughout the procedure by using the stim probe with side emitter in off position. There was no indication of potential nerve impact at any time during the procedure; it was not observed by medtronic team as the procedure was done under microscope, and immediately following the end of the surgery this was not mentioned. On follow-up with surgeon this incident was mentioned. The surgeon did nerve anastomosis to repair nerve prior to the end of the procedure. Patient was kept in hospital for 1 week per normal protocol for the procedure. The patient was doing well when followed up on 13th. Unknown if the injury was permanent at the moment, nerve repair could resolve injury fully, it will take some time to determine according to surgeon. No further procedures/therapy is required at this point.